Manufacturer narrative:
The attachment was received by the manufacturing facility for investigation. The initial complaint of overheating was confirmed. According to the investigation details, heating up was most likely caused by corrosion build up within the attachment. The instructions for use, which is sent with the attachment, includes the recommended cleaning and sterilization methods for the attachment.

Event description:
It was reported that at the beginning of a surgical procedure, the attachment overheated. There was no direct pt contact or any adverse consequences reported. The attachment was replaced and the procedure was successfully completed.